Event description:
A trilogy100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer service center, the device failed a repair test step during testing. The technician recommended replacing the device's active exhalation control module replaced to address the issue. In addition, the pollen filter, power cord, exhaust fan assy, 43-micron filter, inlet air path assembly, removable foam was replaced as regulated by maintenance procedure to prevent failure. Performed repair test, alarm test, batter y test, run in tests and cleaning then confirmed the unit operated properly. Software version was confirmed 14.2.05.